Event description:
During treatment of a posterior communicating artery, an interpaq (str100415-20/f23458) coil could not be resheathed and the coil was found to be stretched during analysis and an ultipaq (fsr10020620/f66345) coil would not detach. A subsequent coil was able to be detached by detachment device. There was no adverse event or intervention required due to the events.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the delivery wire was returned severely kinked at multiple locations. The kinked wire was retracted to show that it would have protruded outside the sheath before entering the green introducer. Located 24.3cm off the distal tip of the green introducer is severe mechanical damage to the sheath resulting in an opened slit. The proximal section of the coil was stretched. The evidence suggests that the kinked delivery wire opened up the slit and then protruded through the sheath. This most likely occurred at the mechanically damaged section of sheath which resulted in an opened slit. The circumstances of how and when this damage, or the coil stretching, occurred cannot be determined. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.